Event description:
A customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the acoustic lens was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation in b5, due to wear of lock engagement lever, up/down knob could not be locked securely. The scope cover plate was peeling. Due to peeling of acoustic lens, the displayed ultrasound image was defective. The acoustic lens was peeled. The distal end had a burn. The distal end had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was not established. The event may be detected/prevented by following the instructions for use section sections below: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.